Event description:
Note: this report is being filed for the first of two complaints that occurred during the same procedure. Refer to MFR# 3005099803-2010- 03687 for the associated device information. It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was felt as the guide catheter was retracted for stent deployment. The guide catheter stretched and the stent was unable to be deployed. A second flexima biliary stent system was used and the guide catheter stretched and the stent was unable to be deployed. The procedure was successfully completed with a third flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. A visual evaluation of the returned device revealed, the proximal end of the push catheter was kinked/bent. The suture hole at the distal end of push catheter was torn. The proximal end of the guide catheter was broken with the distal piece remaining inside the push catheter. The stent, suture, and the broken proximal piece of guide catheter with the hub were not returned for evaluation. Based on the analysis of this device, the most probable root cause for this complaint is operational context.